Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 270 mg/dl at the time of call. Troubleshooting was done. The insulin pump alarmed insulin flow blocked alarm on one of the test. The customer was unable to push insulin out. The customer was advised to replace the infusion set and reservoir. The customer also reported that they had low blood glucose of 50 mg/dl. The customer declined to troubleshoot for high and low blood glucose at the time of call. The insulin pump will not be returned for analysis.